Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The unit returned has distal tip kinked, as part of overall visual revision. The guidewire was found broken/fractured, the damaged area was located in the distal tip, approximately at 146.5 cm from the proximal end, the detached section was not returned. The proximal end of the guidewire was found kinked. No more damages were found. The outer diameter of the middle and proximal sections of the device are within specifications; however, the overall length and the outer diameter of distal tip could not be performed due to device condition ( guide wire broken/fracture).

Event description:
It was reported that guide wire fracture occurred. A 185cm pt guide wire was selected for use. However, it was noted that the guide ruptured at the time of extraction of the lv probe. No further information provided.

Event description:
It was reported that guide wire fracture occurred. A 185cm pt guide wire was selected for use. However, it was noted that the guide ruptured at the time of extraction of the lv probe. No further information provided.